Event description:
The patient believed that her catheter and pump were not functioning properly due to falling a lot. It was indicated there was failure to aspirate the catheter. A catheter study was done due to increased pain and ineffective catheter. Per patient, the personal therapy manager (ptm) was locking her out of receiving her bolus doses. The pain was not controlled by the pump or ptm. The old ptm was not working consistently. A revision was being planned; it was indicated that the patient wanted to wait. The pump was delivering dilaudid, fentanyl and clonidine.

Event description:
Additional information: the patient indicated that her pump was ¿moving around so much,¿ and ¿it¿s time to have it changed,¿ and also that her catheter had become dislodged, ¿I fall all the time. And the needle moves. And so the needle's, uh, moved and they--and it's in a dangerous way, and they want--they want to get it out.¿ hcp had stated ¿ineffective pump.¿

Event description:
Additional information: the health care provider later reported the date of the pump mylogram was (B)(6) 2011. The patient was scheduled for revision surgery (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager model # 8835, serial # unk; catheter model #8709, serial # (B)(4), implanted: (B)(6) 2001, explanted: unk.